Event description:
It was reported that the customer's insulin pump had a frozen display. The blood glucose reading at time of call was 419 mg/dl and was treated with insulin pen. Troubleshooting was performed. It was stated that the buttons were unresponsive. The battery was changed, the buttons still did not respond and the time on the insulin pump was not advancing. Advised to discontinue use of the insulin pump and revert to back-up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.